Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump did not give low alert and did not suspend when blood glucose dropped to 30 mg/dl. Customer reported that pump was once set to alert and does not know what happened. Customer was found unconscious and daughter called paramedics. Customer was treated with IV. Customer states that blood glucose dropped due to customer overtreating even with active insulin.